Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation.during the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles or degradation inside the blower kit. The service technician also observed that error codes e062 (err_stuck_ramp_key) and e066(err_stuck_encoder_b) were present. In addition, there was contamination from dust. The device was scrapped after the evaluation was completed.